Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer had blood glucose level of 600 mg/dl. The customer reported that the glucometer was not able to read customer's sugar and insulin pump did not gave them any warning signal for it almost ended up in the hospital. It was also reported that they performed high pressure test multiple times and insulin pump passed that test. It was reported that the there was no any crack or visible damage on the tubing clamp. The insulin pump will not be returned for analysis.